Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient¿s ilet device fell into a chair crevice and was crushed by a recliner, resulting in a broken or cracked screen and necessitating shipment of a replacement device. Symptoms included no reported clinical effects. Outcomes included no reported impact on activities of daily living, no medical intervention, and no hospitalization. Investigation included review of the event narrative and device history, and collection of information for return and evaluation. Investigation of this device revealed physical damage to the display assembly consistent with external mechanical force, with the device rendered unusable and not indicative of a manufacturing or design deficiency. It was concluded, based on previously established findings for similar reports, that the cause was external user-induced mechanical damage.